Event description:
Procedure type: low anterior resection. According to the reporter: the stapler was fired and all of the staples were malformed. Additional resection of tissue was needed. Used other device. No bleeding. Nothing fell into the patient cavity. Not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).